Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve was being worked up for a valve-in-valve procedure after an implant duration of 12 years due to thickened leaflet and stenosis. The patient presented with shortness of breath and dizziness. However, the patient has been referred to a tertiary center due to low coronary heights.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5 h10: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 23mm edwards surgical valve is being worked up for a valve-in-valve procedure after an unknown implant duration due to thickened leaflet. No other details were provided.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.